Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level and low blood glucose level. Customer¿s blood glucose level was 540 mg/dl and 40 mg/dl and 250 at the time of call. Customer gave less insulin after meal. Customer stated that the sensor had sensor updating alert and changed sensor alert. Troubleshooting was not for high blood glucose level. The insulin pump will not be returned for analysis.